Event description:
The device was used during a bariatric procedure. Reportedly, the staple line did not hold. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.